Event description:
It was reported that after implant, the patient had met with multiple representatives to attempt to reprogram but all were unsuccessful. It was noted, the patient never had relief in the areas they had pain and an unsuccessful implantable neurostimulator (ins) history. The patient had the system off because, they had fallen multiple times and were shocked. The patient was told to keep it off. Since then, the patient stated that they had met with a healthcare professional (hcp) to discuss lead revision or replacement or a different type of pain therapy. It was noted that diagnostics included impedance testing, x-rays, and reprogramming. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).